Event description:
The event is reported as: alleged issue: the foley catheter had slipped down out of pt who had a turp surgery. No reported pt injury. Pt's current condition is fine.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report. No lot number available.